Manufacturer narrative:
Date of event was reported as (B)(6) 2017 ("about two weeks ago"). Other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. The patient stated that they had been having a lot of problems with their device. They noted that they had pain, leaking, had to pee a lot, and needed an ¿inspection of her vagina¿. The patient tried increasing the stimulation already to help with the issue. On (B)(6) 2017, the patient reported they still had problems with leakage and stated that the ¿implant battery is gone¿. They reported that one of the implants was ¿not working. When the ins was checked with programmer, it was shown to be off. When the patient tried to turn if back on with the programmer, it sounded like the saw a change the programmer batteries screen. The patient had just changed the batteries this week. Though it sounded like the patient saw the change programmer batteries screen, they were adamant that they needed a new ins (and that it was not the programmer batteries). The patient reported that this was the same screen they saw 5 years ago when it was determined they needed a new implant. Their healthcare professional (hcp) told them it was normal they would need a new ins every 5 years due to battery depletion. The patient was going to follow up with their hcp. There were no further complications reported or anticipated.